Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, and while de-airing, the dilator flush port was observed to be leaking. Therefore, the steerable guide catheter (sgc) was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported dilator leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a